Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's brother reported via phone call that they experienced high blood glucose level of 402 mg/dl. Customer's brother declined to provide customer's current blood glucose level because he was far from the customer at the time of call. Customer reported meter was not connected to the insulin pump resulted in high blood glucose event. Customer wanted to proceed on linking the meter to the insulin pump. Insulin pump was successfully connected to the meter and issue resolved. The insulin pump was not returned for analysis.